Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products associated mdrs #1225714-2014-03328 and 03329.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Additional information has been requested and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. MDR #1225714-2014-03328 and 1225714-2014-03329.

Event description:
Additional information was received in which the plaintiff's attorney alleged that the patient experienced a sudden heart attack. This is alleged to have been caused by exposure to the product administered during dialysis treatments.

Manufacturer narrative:
. This is one of two device reports associated with this event. MDR #1225714-2014-03328 and 1225714-2014-03329.